Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic high anterior resection, the jaws did not open after clamping the tissue. The device was used on the inferior mesenteric vein. The surgeon released the trigger, but the jaws did not open. Additional resection was performed to remove the device from the patient. The surgeon commented that there was a resistance when grasping the trigger. The surgeon finished all procedure under the laparoscopic surgery. There was no need additional port. The patient is stable. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # t92l3z. Device analysis: the analysis results found that the instrument  er320 was received with the jaws closed. In an attempt to replicate the reported incident, the instrument was cycled and no clips were fed into the jaws even though the device was being actuated in several occasions. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was found to be broken. In addition, 21 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number (t92l3z), and no non-conformances were identified.